Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it's likely the reported event (no image displayed) occurred due to failure of the cable and charged coupler device (ccd). The root cause of the faulty cable and ccd could not be identified. Damage to the camera cable can be prevented by following the instructions for use which states: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged.¿ ¿never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged.¿ ¿never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged.¿ ¿do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.¿ ¿never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged.¿ ¿never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the hd autoclavable camera head was not communicating with the processor. This happened during a diagnostic laparoscopic procedure, which was completed with no delay, using another camera head. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found no image due to faulty cable damaged charged coupled device (ccd) unit. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.